Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary graft site to support the 54 year old female patient who had been admitted in for a coronary artery bypass graft (CABG) and valve surgery. The patient suffered from post cardiotomy cardiogenic shock and was placed on the 5.5 for hemodynamic support, and was noted to be in scai stage e shock. Prior to the pump placement the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. On day 15 of the support the team observed the pump to be alarming on the console for placement signal. The team imaged and noted the pump to be in appropriate position, so the thought was the alarm to be incorrect. Overnight the patient suffered from new ventricular tachycardia. The patient was defibrillated and was returned to normal sinus rhythm. Days later, on day 19, the team made decision with family to withdraw care and patient expired. The 5.5 had been used beyond indication. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Updated d4 primary UDI number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated.